Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the syringe adapter set broke and leaked while attached to a bd 60cc syringe containing prostaglandin during patient use in the nicu. There was no report of patient harm.

Event description:
The customer reported that the syringe adapter set broke and leaked while attached to a bd 60cc syringe containing prostaglandin during patient use in the nicu. There was no report of patient harm.

Manufacturer narrative:
Removed date of birth from file.

Manufacturer narrative:
The customer¿s report that the syringe adapter set broke and leaked was confirmed. Visual inspection showed that the vented spike component was broken off and part of it was still lodged within the mating upper fitment. The broken surfaces were uneven and jagged and fine vertical lines were observed at the opening/rim of the upper fitment. These observations are an indication of stress and signify that leverage was likely applied at this area. The root cause of the breakage was identified as external lateral/leverage force applied to the component during use.

Event description:
The customer reported that the syringe adapter set broke and leaked while attached to a bd 60cc syringe containing prostaglandin during patient use in the nicu. There was no report of patient harm.